Event description:
It was reported that during a adjustable band procedure when the surgeon locked the device the closing tab was torn off. The surgeon then opted to utilize a competitor band. No patient consequences reported.

Manufacturer narrative:
(B)(4). Results: tab torn. The band was returned with the buckle tab torn off. The straight line observed on the buckle tab is evidence that this tear was performed by a sharp instrument. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing process was performed and it is noted that all products are visual inspected prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.